Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The surgeon tried to check the device but felt it was very dangerous to use. When it was connected to the monopolar line, the tip of the shears were melted. This is a potential burn risk. The device did not grasp properly. The handles did not bind.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may have occurred as a result of coming into contact with another metal instrument during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The surgeon tried to check the device but felt it was very dangerous to use. When it was connected to the monopolar line, the tip of the shears were melted. This is a potential burn risk. The device did not grasp properly. The handles did not bind.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.